Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) was confirmed. As received, the monitor had failed incoming functionality testing. Upon evaluation, the monitor belt receptacle was broken off, damaging the case where the belt receptacle attaches. Additionally, the enclosure cover was cracked. The cause of the reported failure is excessive force placed at the receptacle. The cause of the cracked enclosure cover is physical damage. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse events occurred as a result of the defective monitor.

Event description:
09/24/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported receiving a service code 204 - belt/monitor unusable and that the monitor case was damaged.